Manufacturer narrative:
(B)(4). Reported event of "stent kinked." According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, during the preparation, the advanix biliary double pigtail stent was noticed to be bent upon opening of the package. It was reported that the device was used passed its expiration date. There were no noted damages to the outside of the packaging. The procedure was completed with another advanix biliary double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.